Manufacturer narrative:
Race: unknown/asked but not provided. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: (B)(4). An attempt was made to obtain missing information; however, the account did not have patient race information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to blurry distance vision (dv) as the patient was unable to read street signs. The patient outcome: 20/40 -2, visual acuity (va) pre-operative (op): 20/30 -1, and va post-op: 20/40 -2. The iol was decentered during a post-op visit. Manifest refraction (mrx) +0.25-0.50x35 20/50. Surgeon tried to reposition the iol, but had to remove and replace iol. The incision was enlarged, however, there was no vitrectomy or sutures required. A monofocal lens was implanted as a replacement. Through follow-up, it was learned that the right eye was affected. A non-johnson & johnson lens was successfully implanted as a replacement. The patient is doing well when discharged. No other information was provided.